Event description:
Patient reported there are 2 infusion sets to the infusion device that are leaky. Patient stated he noticed the first one about (B)(6) 2013. Patient disposed of the first infusion set; has the second one left. Patient reported the leaking seems to be on the cannula side of the infusion set; stated tubing is not leaking. Patient stated the insulin seems to leak out onto the label when giving boluses; not otherwise during basal delivery. No further information available. No physiological effects were reported. The patient did not report needing assistance from a healthcare professional or second party to address the issue. Requested return of the alleged infusion set for evaluation.

Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained it will be provided in a supplemental report.